Event description:
I have been dizzy and getting sinus infections for the last year and been having to go to the doctors for this issue. Also always very tired and getting headaches a lot in the past year. FDA safety report ID # (B)(4).